Event description:
Report of a post operative leak that developed along the staple line. It is not known which device is suspect since they were both discarded. However, a cs29 and ralc45 were used. Percutaneous draining was completed to repair the leak. No pt injury.